Event description:
Customer reports the multiclix lancing device (lot number unk) will not retract. The customer did not provide the location the malfunction occurred. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.